Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of lows and highs while using the ilet system, and review of device data indicated repeated back-to-back meal announcements used as corrections and exercise conducted without following device exercise guidelines. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of device-generated reports and consultation with clinical support. Investigation of this case revealed user-related misuse of meal announcements and exercise settings consistent with overcorrection behavior, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to training and instructions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.